Event description:
It was reported all components of the patient's device were explanted due to infection. The patient reportedly had soreness behind their ear where wires were coming out and experienced pus oozing out of the same area. It was also reported, the patient experienced symptoms of a burning sensation, drainage or incisional wound opening, and redness. A culture was reported to have been taken from the patient's device pocket and cellulitis was confirmed on (B)(6) 2013. It was also reported acute inflammation was shown on x-rays taken on (B)(6) 2013 and lab work showed there was a light growth of (B)(6) on (B)(6) 2013. The patient required antibiotic treatment and in-patient hospitalization. It was reported, the event was life threatening and required surgical intervention. It was reported the patient recovered without sequelae on (B)(6) 2013.

Manufacturer narrative:
Product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6) product type extension product ID, 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type extension product ID, 3389s-40 lot# va00cfp, implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 3389s-40 lot# va00cfp, implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the ins, model 37601, serial # (B)(4), found no significant anomaly, the ins was functionally okay with insignificant anomalies. Analysis of the lead, model 3389s-40, found no significant anomaly, the lead body was cut through and the product segmented. Analysis of the lead, model 3389s-40, found no significant anomaly, the lead body was cut through and the product segmented. Analysis of the extension, model 3708660, serial #(B)(4), found no significant anomaly, the extension body was cut through and segmented. Analysis of the extension, model 3708660, serial # (B)(4), found no significant anomaly, the extension body was cut through and segmented.

Event description:
Additional information received reported skin erosion over the extension wire, behind the patient¿s ear.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced a post erosion infection. It was stated that the extension wires were exposed behind the ear.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). The hcp assessed the etiology of the event as related to the device/therapy and unlikely related to the implant procedure. The endpoint adjudication committee (eac) assessed the etiology of the event as related to the device/therapy and related to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was updated to related to the device/therapy and related to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
This value was updated to 2017-10-08 if information is provided in the future, a supplemental report will be issued.